Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head would not interrogate, it failed all uplink amplitude tests and had intermittent telemetry. It was also noted that the cable insulation was damaged and that the label was delaminated. Both the cable and the label were replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head would not interrogate devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.